Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a shortened elective replacement indicator (eri) to end of life (eol) time. This device was then explanted. No additional adverse patient effects were reported.